Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: france. Review of the most recent repair record determined that the motor function failed and the motor speed was unstable. Motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery that the console appeared to be working, but the handpiece was no longer working. There was no harm or injury to the patient and no reported delay. Due diligence is complete. No additional information is available. Upon investigation, the motor speed was unstable.